Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a sideways clip jammed between the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device fired properly on the first two firings. Resistance was felt on the 4th firing and upon inspection of the jaws the 3rd clip was sideways within the jaw. The device was removed from the patient and a new device was opened ans used to complete the procedure with no further issues. There was no adverse consequence to the patient.